Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed and no issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that a nurse was unable to twist the minicap transfer set onto the titanium connector or onto the non-baxter connector. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.